Event description:
During a procedure when a gdc 10-ultrasoft stretch resistant coil was inserted into a tracker excel-14 microcatheter, resistance occurred. Then, the main coil was pushed and pulled in the microcatheter; it was smoothly inserted. Both the main coil and the microcatheter were removed. A foreign material came out of the microcatheter when a guidwire was inserted into it out of the patient's body. No complications were reported to have occurred with the patient during this event.